Event description:
Glidesheath did not have hole at the end of the introducer. Could not be wired or placed in patient. Manufacturing defect which prevented proper usage. It was removed from service and a new one used with no harm to the patient.